Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced a high blood glucose level of 400 mg/dl. The only way they were able to get his blood glucose level down was with a shot. The customer was having unexplained high blood glucose levels. He had ketones. The customer's nurse attempted to give him insulin with the insulin pump twice that day but his blood glucose level did not come down. The device was not returned.